Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the water tightness is lost due to deformation of the scope connector (s-connector). The a-rubber was found dirty and in addition, foreign material was found in forceps elevator . Additionally, service repair noted that due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value. The customer reported issue of reduced /low angulations could be confirmed. Furthermore, due to wear of angle wire, the play of up/down and right/left knob is out of the standard value. The ccd unit was found damaged and foggy image occurred during test. Scratch noted on c-cover. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported ," reduced angulation and nozzle block observed by end user when he check during reprocessing of scope". There was no patient harm, no user injury reported due to the event. Device evaluation found foreign material in the forceps elevator. This report is being submitted for foreign material in the forceps elevator (device reprocessing issue, handling issue) found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified. There was no reported damage to the area with foreign material but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was inspected before use by the customer. There is a possibility the device was used on a patient with foreign material attached. The customer does not follow reprocessing steps per the IFU. There is sometimes a delay to the start of pre-cleaning after procedures. Presoaking is done but except for aspiration and flushing of the air/water channel, no additional cleaning is done. The forceps elevator is sometimes raised and lowered in water during aspiration. The forceps elevator is not brushed, flushed, or operated in detergent solution. The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.